Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to 992722; the hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 insulation was coming off of the jaws right out of the box. Per photo provided by the complainant, the silicone at the tip of the jaws has split, and is peeling from the jaws. They did not use this kit and opened a new one. Slight delay to open a new kit. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 03/15/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact clear hot jaw insulation. The clear cold jaw insulation was observed to be peeled on the tip of the cold jaw, exposing the metal cold jaw tip. No other visual defects were observed. An investigation was conducted on 03/19/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The harvesting device was returned inside the scope port on the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the scope port of the cannula with no physical or visual difficulties observed. There were no visual defects observed on the intact cannula or the intact c-ring. There were no visual defects observed on the intact clear hot jaw insulation. The clear cold jaw insulation on the harvesting jaws was observed to be peeled back, exposing the metal cold jaw tip. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000368360 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.